Event description:
It was reported that the pump unexpectedly displayed the reset screen. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer had previously encountered this issue and was advised by technical support to return the pump using a pre-paid label, with a replacement pump to be provided. The customer will continue using the current pump as a backup therapy and was informed about putting the pump into storage mode before returning it.